Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation, capsular contracture. (B)(4).

Event description:
It was reported that a caucasian female patient underwent a revision breast augmentation with an unspecified mentor breast implant and experienced postoperative left-sided deflation and grade IV capsular contracture. The patient had a consultation with a healthcare professional. As a result, the patient underwent unilateral removal and replacement with a 225cc mentor smooth round moderate profile prosthesis (catalog #: 3501630) on (B)(6) 2012. It is currently unknown if the reported device is gel or saline. At this time of report, the device is reported as saline. If additional information is received in the future, a supplemental report will be submitted.